Event description:
It was reported that during an ob-gyn procedure, the pouch could not be opened. When it was attempted to open forcibly, it was torn. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2023. D4: batch # unk. Additional information was requested and the following was obtained: "did any part of the torn pouch fall into the patient? If so, was the part retrieved? =>no, such information is currently available. If a part broke off of pouch, is the part and the rest of the device being sent back for analysis? Or was the torn portion disposed of?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. D4: batch # a9c031. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device was returned fired with the suture cut. Upon testing, the push pull rod could not be retract. In order to evaluate the condition of the device's internal components, the device was disassembled and the bullet was found to be damaged thus; preventing the proper functionality of the push pull rod. The bag was not returned for analysis. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.